Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized despite use of different wall adapters and tandem charging cables. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump.